Event description:
It was reported that, "surgeon was driving in screws and they stripped out. Screws were then removed."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result and conclusion will be made available following an engineering evaluation.